Event description:
The manufacturer representative reported that the implant had not worked since an MRI at the end of (B)(6) and an overdischarge was suspected. The patient had stated she charged two weeks ago, but the codes indicate the last charge was on (B)(6) 2016 and it was not charged above 3.45 volts. The patient did not have a successful charge on (B)(6). Communication could not be established with the programmer, recharger or clinician programmer and the patient was not feeling stimulation. The patient had wanted the implant replaced and it was unknown if the patient was willing to do a physician mode recharge. Further information received from the representative reported that nothing was done during the visit to revive the battery and they were scheduling for the following week when the patient had time to sit and wait. The indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that nothing was done to revive the battery when they met with the patient on (B)(6) 2016. It was noted that the patient was meant to but never rescheduled an appointment to do a physician mode recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.